Event description:
A customer reported receiving a minimum fill notification when attempting to load a new cartridge. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support guided the customer through loading a new cartridge, and the issue was resolved after successfully filling and loading a second cartridge onto the pump. The customer resumed normal insulin usage without further issues.